Event description:
Trocar covidien inserted in patient and was using the ligaclip applier when the seal of the trocar broke off inside the patient's abdomen. The surgeon retrieved the seal and all pieces. Diagnosis or reason for use: surgery. Event abated after use stopped or dose reduced: yes.